Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up on (B)(6) 2020. Upon interrogation of the implantable cardioverter defibrillator, the device was found in back up vvi operation from (B)(6) with the presenting rhythm of 67.5 pace per minute and high voltage therapy disabled. Normal device function restoration was performed successfully. The patient was scheduled for continued regular follow up.